Manufacturer narrative:
H6: health effect - impact code. Given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that, the patient¿s reported prior localized site infection/cellulitis complication (left abdomen) most likely increased the risk of impaired skin integrity at the new administration site on the right abdomen. Other medical conditions and/or medicines cannot be excluded as potentially increasing the patient¿s risks of the anticipated subcutaneous-administration-site side effects. A device malperformance cannot be confirmed. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing and sterilization records review could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use document for different part numbers of iv3000 revealed in the precautions, to discontinue use if reddening or sensitization occurs. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. At this time, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during therapy with remodulin, started on (B)(6) 2022 for primary pulmonary arterial hypertension, it was reported that on (B)(6) 2025 the infusion site got red and irritated when using an IV 3000 dressing. Antibiotics were taken due to infection in the previous infusion site. Action taken with sq remodulin was not reported for the event of infusion site erythema and infusion site irritation. Later on, the same month, the patient had skin problems with sites for sq remodulin stating that his IV 3000 dressings caused him to have infusion cellulitis and had a hospital stay for IV antibiotics. Action taken with sq remodulin was not reported for the event of infusion site cellulitis. At the time of reporting, the outcome of infusion site cellulitis was unknown. The reporter did not provide causality for the event of infusion site cellulitis with sq remodulin. The reporter¿s causality for the event of infusion site cellulitis with IV 3000 dressings was considered to be possibly related.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.